Event description:
It was further reported that the patient experienced intra procedure hypotension that was treated medically and transient hypotension which resolved without treatment the same day as the index procedure. Per the physician, the intra procedure hypotension was "possibly related" to both study devices and the transient hypotension was "possibly related" to the carotid wallstent. Sixteen days post procedure, the patient developed pneumonia. The event resolved with residual effects. Per the physician, the study devices were "unrelated" to the pneumonia.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. Same case as MFR report #: 2134265-2009-02845. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure the patient presented with disorientation. The index procedure treated a 78% stenosed 4.8x5mm target lesion located in the ostium left internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. Following post dilation with an unspecified device the residual stenosis was 15%. One day post procedure, on the day of discharge the patient was aroused from sleep and was confused initially. There were no further observations documented with regard to the disorientation and it did not persist. The patient was discharged the next day with a nih stroke value of 2, for limb ataxia. Per the physician, the event relation to the study device was listed as "possible". Sixteen days post the index procedure the patient experienced fever, dehydration and hypotension that was treated with antibiotics, hydration and oxygen.

Manufacturer narrative:
Event date: corrected from (B)(6)2009 to (B)(6)2009. (B)(4)